Event description:
Information was received from a trial patient and it was reported that the patient had not been able to void since the morning of this report. The patient reported that she was feeling bloated and her stomach was feeling achy. The patient reported that she was able to have a bowel movement, but was worried because she hadn't voided or leaked. The patient reported that she never had problems with retention. The patient turned stimulation off. Additional information was received from the healthcare professional (hcp) and it was reported that the device was reset at 0.5 and the patient tolerated well. The hcp reported that the patient did well throughout the following weekend and wanted the full implant.